Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the reportable investigation finding. Medical device problem code: (B)(4). An ultraflex esophageal ng proximal uncovered stent and delivery system were returned for analysis. The stent was received partially deployed. Visual inspection found the shaft was slightly bent. During functional inspection, the shaft bowed and it was necessary to pull the suture from the distal section to deploy the stent. No other issues were noted to the stent and delivery system. The investigation concluded that procedural factors encountered during the procedure could have limited the performance of the device and contributed to stent partial deployment and the bent shaft. It may be that handling and manipulation of the device during the procedure could have caused the bent shaft and difficulty in deploying the stent resulting to the stent being partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
This ultraflex esophageal ng proximal release stent was returned to boston scientific corporation without any report of performance issues or adverse patient effects. The returned device was analyzed and the stent was partially deployed and the shaft was slightly bent. This event has been deemed a reportable event based on the investigation finding of stent partially deployed. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.